Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had a presence of air bubbles. The caller stated that the size of the air bubbles were about 1 cm, and the air bubbles occurred after 2 hours. Upon troubleshooting, the caller verified that the correct reservoir procedure was in use. The customer was using insulin at room temperature, did not use prefilled reservoirs and did not rewind the reservoir in place. No leaks were detected during the high pressure test. The customer's blood glucose was 163 mg/dl. The caller was advised that the reservoir would be replaced.